Manufacturer narrative:
As reported, two (2) 6f / 7f mynxgrip vascular closure devices (vcd) had a deployment issue. There was no reported patient injury. The two (2) mynxgrip devices were both used on the same patient. The device was used in the interventional peripheral procedure. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used for an arterial vessel type. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Hemostasis was achieved with greater that 30 minutes of manual compression. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1926703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided it is impossible to determine what factors contributed to the reported events, however, procedural factors are possible. Procedural factors, such as failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). It should be noted that failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.this is one of two products involved with the reported event. The report reference number for the other complaint is 3004939290-2020-01756

Event description:
The two (2) 6f / 7f mynx grip vascular closure device (vcd) had a deployment issue. Therefore, hemostasis was achieved with greater that 30 minutes of manual compression. There was no reported patient injury. The two (2) mynx grip devices were both used on the same patient. The device was used in the interventional peripheral procedure. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used for an arterial vessel type. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The devices will not be returned for analysis since it was discarded. Additional procedural details were requested but are unknown.